Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 to treat urinary stress incontinence, uretocele, cystocele and paravaginal defect and mesh was implanted with concurrent anterior repair, paravaginal suspension and cystoscopy . It was reported that following insertion the patient experienced pelvic pain, erosion, scarring and pain to suburethral sling, pelvic adhesive disease and a right ovarian cyst. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including total abdominal hysterectomy, lysis of adhesions, right salpingo-oophorectomy with removal of submucosal sling, anterior colporrhaphy, and paravaginal suspension on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and revision of mesh and closure of wound was done due to vaginal dehiscence and mesh erosion. It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and total abdominal hysterectomy, lysis of adhesions, right salpingo-oophorectomy with removal of submucosal sling, anterior colporrhaphy and paravaginal suspension was done. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.